Event description:
It was reported that the zimmer air dermatome skipped and left holes in the skin graft. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 20 years old and was last returned to the manufacturer for repair on (B)(6) 2011. Initial inspection observed scratches and evidence of being over tightened on the 2" width plate. It was observed that there was damage to the 2" width plate and the control bar. Prior to repair, the device was within calibration specifications. The device displayed damage to the control bar which could have affected the ability of the device to properly function. Over tightening of the width plate could have also affected the ability of the blade to oscillate properly. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. IFU states, "place width plate over blade and tighten screws. Do not overtighten." The device was serviced and returned to the customer.